Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Further investigation concluded the cause of the discrepancies was damaged cell rinse unit tubing. The case was resolved by fixing the rinse unit and exchanging the lamp. No detailed patient data was provided. It is unknown why the determinations were performed on the patients and due to the missing data, detailed risk analysis is not possible.

Event description:
The customer received questionable results for muliple assays between (B)(6) 2011. The assays involved were blood urea nitrogen (bun), creatinine (crea), uric acid plus (uric acid),total protein (tp), glucose (glu) and hdl-cholesterol (hdl). The customer provided discrepant results for eight patients. Specific dates of testing were not provided. The customer performed initial testing and noticed some results were very low. The customer changed the photometer lamp and repeated the samples. Patient 1, initial bun result was 8 mmol/l. The sample was repeated and confirmed to be 46.4 mmol/l. Patient 2, female, born (B)(6), initial bun result was 6.7 mmol/l. The sample was repeated and confirmed to be 19.3 mmol/l. Patient 3, female, born (B)(6), initial crea result was 223 umol/l. The sample was repeated and confirmed to be 77 umol/l. The initial uric acid result was 6 umol/l and was repeated and confirmed to be 172 umol/l. Patient 4, male, born (B)(6), initial tp result was 4 g/l. The sample was repeated and confirmed to be 72 g/l. Patient 5, male, age (B)(6), initial glu result was 29.7 mmol/l. The sample was repeated and confirmed to be 8.6 mmol/l. The initial hdl result was 2.88 mmol/l and was repeated and confirmed to be 0.93 mmol/l. Patient 6, female, born (B)(6), initial glu result was 26 mmol/l. The sample was repeated and confirmed to be 4.7 mmol/l. The initial crea result was 93 umol/l and was repeated and confirmed to be 57 umol/l. Patient 7, female, age (B)(6), initial glu result was 9.8 mmo/l. The sample was repeated and confirmed to be 4.4 mmol/l. Patient 8, female, age 29 years, initial glu result was 14.1 mmol/l. The sample was repeated and confirmed to be 5.2 mmol/l. Erroneous result were reported outside the laboratory. The patients were not harmed. The reagent lot numbers were not provided. On (B)(6) 2011, the field service representative found a hole in a cell rinse unit (tubing) which he determined was the cause of the discrepancies. The issue was resolved by the fixing the rinse cell unit and exchanging the photometer lamp.